Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been received. A voluntary MDR report was received on 04/29/2022. It was reported that missing sensor wire occurred. The patient went to the ER and had an x-ray, but no evidence of the wire was found. No other details were documented. No injury or medical intervention was reported.